Event description:
The customer reports the ac power light and on light and service light are active and the display is blank.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.